Manufacturer narrative:
On 17-aug-2020, mentor received additional information regarding the grade of the capsular contracture. The patient experienced grade iii capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms. The patient experienced capsular contracture (grade unknown). On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected, and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Concomitant medical products: 650cc mentor memorygel breast implant (catalog #: 3506504bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) latino female patient underwent a revision breast augmentation with a 650cc mentor memorygel breast implant and experienced postoperative right-sided anisomastia. The patient stated that her right side breast appeared to be larger than the left side after swelling was gone. As a result, the patient underwent removal and replacement with a 600cc mentor memorygel breast implant (left, catalog #: 350-6004bc, serial #:(B)(4) ) and a 650cc mentor memorygel breast implant (right, catalog #: 3506504bc, serial #: (B)(4)) on (B)(6) 2020.